Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected, confirming the clinical observation. The inspection revealed that the clinical observation resulted from an unexpected battery behavior. However, based on the information available for analysis the root cause for the unexpected battery behavior was not determinable and can only be clarified by an analysis of the device itself. Please note that, as the biomonitor 2-af cannot deliver therapies, a potential damage of the device does not represent any risk for the patient. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
It was reported that this device had not transmitted to home monitoring since (B)(6) 2020. Patient was seen in clinic on (B)(6) 2020 and the device was not able to be interrogated despite troubleshooting. On (B)(6) 2020, this device was explanted due to eos and failure to interrogate. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device could not be interrogated with a programmer, thus confirming the clinical observation. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a partly depleted battery. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a partly depleted battery and the microcalorimetry analysis showed a normal heat dissipation. Next, the battery was opened for destructive analysis. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the root cause for the premature battery depletion could not be determined conclusively.